Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of display anomaly, time anomaly and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her son was not able to download information from the computer because the pump kept changing the time. The mother feared that the pump might give too much insulin. The mother also reported a black dot between the time and the escape button.